Event description:
The harmful product is the g6 blood glucose monitoring sensor patch produced by dexcom. I have been using this system for years without any problems at all. Suddenly the trouble began with one sensor about 6 weeks ago and every sensor I have applied since then. After a couple of days my skin under the adhesive patch begins to itch and then ooze a foul liquid. When I remove the patch I have a severe oozing rash which takes weeks to heal. I have tried using barrier creams prior to applying the patch, but they have not helped. I am reliant on this cgm for the management of my diabetes and am desperate for a solution. I have numerous photos of the condition of my skin when the adhesive patches have been removed. FDA safety report ID# (B)(4).